Event description:
The facility reported an infusion pump with depleted batteries. Info was not provided regarding whether or not the failure occurred during an infusion. The hospital rep stated they have no record of any patient incident involving the pump, since the last baxter service event and no patient injury had been reported.